Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected section d4, catalog number: corrected section d4, lot number: corrected section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated power since 3 am on (B)(6) 2023. A review of their alarm data revealed transient elevated power in the last two weeks. A review of the log files revealed some elevations in power and flow. There were no other unusual events seen within the log file. The patient's lactate dehydrogenase (ldh) levels were stable in the 300's, mean arterial pressure (map) was 80. The patient was was found to be clinically stable. The plan was to maintain the patient on the heparin. There was no surgical intervention. A chest computed tomography angiography (cta) revealed a mural thrombus within the inflow and outflow cannula. There was no definite intracardiac thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a mural thrombus within the inflow and outflow cannulas could not be confirmed through the review of the submitted image. Additionally, no product was returned for evaluation as the pump remains in use. Review of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the parameters changes, as well as a direct correlation between the reported thrombus and the parameters changes could not be conclusively established. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. Elevations in pump power and flow were captured between (B)(6) 2023 and (B)(6) 2023. Most of these elevations also appeared to be associated with pulsatility index (pi) events. No other notable events or alarms were captured. The pump appeared to function as intended throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. This section also addresses all pump parameters including pump power and pulsatility index (pi). This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), outlines indications of pump thrombosis as well as how to respond to such events. This section, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.